Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) rose from 110 mg/dl to 180 mg/dl while wearing the pod between 1 and 4 hours. After realizing elevated bg levels, patient found the needle had not retracted as intended; this indicates a needle mechanism failure occurred. Pod was removed and additional method of treatment was not provided.

Manufacturer narrative:
The pod was received not fully deployed, and the formed needle protruded through the exposed portion of soft cannula. After opening the top housing, both the linkage assembly and the formed needle retracted back to deployed state. Score marks were found on the underside of top housing, caused due to the misalignment between the linkage assembly and the top housing. Under close inspection, the linkage rivet was found damaged, which caused interference between the top housing and linkage assembly. This resulted in the needle mechanism failing to fully retract after deploying. The formed needle was found to be bent. This damage could not be conclusively linked to the failure to retract.